Event description:
It was reported that the patient presented with flu like symptoms with drainage at the incision site. Cultures taken showed no evidence of infection. The device system was explanted. Patient was placed on antibiotics and was discharged home with a life vest.

Manufacturer narrative:
UDI (di): (B)(4).